Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.00 diopter, in the patient's left eye (os). The lens was explanted on (B)(6) 2016 due to glare and halos. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: the lens was returned dry in a lens case/vial. Performed visual inspection and found no visible damage on lens and foreign material on lens surface (spot). Work order search: no similar complaints were reported for units within the same lot. (B)(4).